Event description:
A review of service data has detected a reportable event. Upon servicing of monitor (B)(4), which was returned for normal maintenance, the monitor displayed services code 203, pulse test fault, and service code 102, charge profile fault. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon eval the monitor displayed pulse test faults and charge profile faults. Engineering investigation revealed that the pad for component c19, a high voltage, electrolytic capacitor, was broken free from the pcb. The cause for the faults was the broken pad. The root cause for the broken pad cannot be positively determined but is likely due to severe mechanical shock from physical impact. No adverse event occurred due to the broken pad. The last pt to use this monitor did not report any problems.